Manufacturer narrative:
Product implicated is a 3 french per-q-cath with guidewire. Returned for eval re the catheter/t-lock and guidewire. Overall length of catheter/t-lock is 73cm and overall length of guidewire is 71.5cm. Device history review showed no related mfg related issues and one prior complaint of similar nature. Catheter was pressurized with a 6cc syring and colored water by occluding distal tip with a padded clamp. Two leaks wer detected 17.5cm and 19cm distal to reinforcing shim. Under 90x magnification, edges of leak are clear and sharp with an indentation extending proximal to leak. These signs indicate mechanical damage from forceps. Catheter leak is confirmed and should be recorded as user related due to signs indicating mechanical damage by forceps. Gesco has added padded forceps to per-q-cath tray in an effort to reduce risk of user related forcep damage.